Event description:
A customer reported that the indicated battery charge on their device dropped significantly in a short period of time. There was no adverse impact to the customer's blood glucose level. Upon follow up, the distributor confirmed they had initiated the process to provide the customer with a new pump. Customer reverted to manual injections in the meantime.